Manufacturer narrative:
Device not returned.

Event description:
This event was communicated by a medtronic (B)(4) representative who reported that a site ((B)(6) hospital) had spheres that did not track. Site replaced spheres with new ones and continued with procedure with no adverse event. Lot number is unknown. Site did not take any pictures and discarded device. Complainant reported that there was no patient/user injury, death or other serious deterioration in health.